Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hematemesis could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022 to (B)(6) 2022. The pump operated as intended at the set speed for the duration of the log file. The log file recorded 3 low flow alarms throughout the log file when the flow dropped below the low flow threshold for 10 seconds or longer. The log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (B)(6) 2022 through (B)(6) 2022 and the hazard alarms (B)(6) 2022 and (B)(6) 2022. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm(B)(6) 2022 and (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noted low flow alarms for the last 2 weeks with low blood pressure and dizziness when standing. For the past 4 days they have been having a small amount but consistent hematemesis due to bleeding gum every morning. The bleeding resolved with medical management, but the patient was to see an outpatient dentist and their primary care physician. The log files captured low flow events on (B)(6) 2022 and (B)(6) 2022. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. The cause of the low flows was not determined but they resolved with diuretics and coumadin (warfarin) dose adjustment.